Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID neu_unknown_lead, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 7482a40, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 7438, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID neu_unknown_lead, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was a power on reset (por) condition. The message had appeared when trying to interrogate the implantable neurostimulator (ins). The message stated interference had occurred and the patient got an immediate return of tremors. A por message was seen on the screen when communication was established with the clinician programmer. The patient was quickly reprogrammed and was doing fine. Impedances were run and all were normal. The battery level was 3.72v and was implanted in 2011. The patient had come into the office on the day of this report for a slight return of symptoms, ¿no tremor, just a little but slower and was functioning well.¿ it was noted that the clinician programmer batteries were low. Additional information received reported no cause was determined for the por. The device was reprogrammed to the patient¿s original settings and the tremors subsided. There were no other problems.